Event description:
Discordant troponin results were obtained on the advia centaur xp for three patients. The samples were repeated for confirmation on the same system and on a second system. There is no known report of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. After analysis of the instrument and instrument data, the fse replaced the base pump, reagent probe, aspirate block and photo multiplier tube (pmt). The siemens instrument is performing within specifications. No further evaluation of the device is required.